Event description:
It was reported that during insertion of the iab, the user was unable to get it through the sheath. The nurse felt that she didn't prep the balloon properly. A second iab was inserted with no problem. Then, blood was noted in the tubing. This iab was also removed and replaced with a third iab. There were no pt complications.

Manufacturer narrative:
Co's examination and testing found leakage from an abraded area of the bladder. Occurrences such as this are usually pt dependent, and are associated with the presence of atherosclerotic plaques which can damage the bladder membrane.